Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to d10. The information included in d10 was inadvertently omitted from the initial medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that no image was displayed, and the power of the device did not turn on due to faulty printed circuit (g1 board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found start-up failure due to printed circuit board failure. There was an abnormality in appearance; the screen was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during the operation, I suddenly heard a sound like a fuse blowing. The power went off and the screen went black on the high-definition lcd monitor. The power did not turn on. The issue was found during an unspecified procedure. The procedure was completed by replacing the device with a similar device. It was not known if there was any delays. The device was inspected prior to use. There were no reports of patient harm.